Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and current blood glucose was 116 mg/dl. Customer stated that, she was getting an auto suspend alert. Customer treated high blood glucose with the syringes and insulin, manual injection. Based on customer report customer does not allege pump was under delivering. Assisted with performing the high pressure test and result was on. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. The device will not be returned for analysis.